Manufacturer narrative:
(B)(4). Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while finally with the viper prime setscrew driver- the tip got weak and bent. There was fragment generated and it was not known the fragments are removed without additional intervention. The surgery was completed successfully. There were no patient consequences are reported. Concomitant device reported: unknown setscrew (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) viper prime set scrw insert. This report is 1 of 1 (B)(4).

Event description:
It was further reported that the procedure was completed with the additional set screwdriver in the viper prime set. There was no malfunction with the setscrews.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for viper prime set scrw insert was conducted identifying that lot number mf4429008 was released in two batches. Batch1: released on (B)(6) 2020 with no discrepancies. Batch2: released on (B)(6) 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper prime set scrw insert was received at us customer quality (cq). Upon visual inspection, no issues were observed with the returned device. Dimensional inspection: measured dimensions: diameter of the shaft: conforming document/specification review: the following documents were reviewed: -viper prime self retaining screw driver assembly -viper prime self retaining screw driver, shaft no design issues or discrepancies were identified. Investigation conclusion: this complaint could not be confirmed as no issues were identified with the returned device. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.